Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure to treat an aortic aneurysm using a pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing a pod pc into the target location, the physician noticed the pod pc was stiff and experienced resistance. Subsequently, the physician advanced the pod pc through resistance and the pod pc unintentionally detached. Therefore, the physician used the pusher assembly to push the detached pod pc into the target location and the coil was successfully implanted. The microcatheter was flushed and the physician advanced the next pod pc into the vessel but experienced resistance; therefore, it was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat an aortic aneurysm using a pod packing coil (pod pc), pod coil, and a non-penumbra microcatheter. During the procedure, while advancing a pod pc into the target location, the physician noticed the pod pc was stiff and experienced resistance. Subsequently, the physician advanced the pod pc through resistance and the pod pc unintentionally detached. Therefore, the physician used the pusher assembly to push the detached pod pc into the target location and the coil was successfully implanted. The microcatheter was flushed and the physician advanced a pod coil into the vessel but experienced resistance; therefore, it was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: section b. Box 5. Describe event or problem; section d. Box 1. Brand name.